Event description:
Customer reported receiving a reading of 106 mg/dl from their freestyle flash meter, when they felt much lower. They went to the hosp where they tested pt with an unk brand of meter, and received a reading of 30 mg/dl. Pt was put on a glucose drip and was administered d50 in order to raise their glucose levels.